Event description:
It was reported that the surgeon tried to insert a crossfire insert into the trident psl ha solid back. The insert did not lock into the trident psl. The surgeon tried a few more times but the insert did not lock. As a result, the trident psl loosened from the patient's acetabular. The surgeon removed the insert and trident psl and implanted a trident psl ha cluster and another insert.